Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp. There was nothing unusual noted in the logs and the unit ran without issue. The broken pneumatic interface module (pim) was replaced. In addition, the stm replaced the 9 volt battery at the two year interval, then completed all safety, functionality and calibration tests which passed to factory specifications. The unit was cleared for clinical use and released to the customer.

Event description:
It was reported the pneumatic interface module (pim) was physically damaged on the cardiosave intra-aortic balloon pump (iabp) when the surgical table was lowered. There was no patient harm and no adverse event was reported. The iabp was swapped out to continue treatment.